Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged post implant day one. It was noted that the lead exhibited increasing and high threshold, decreased r wave, lost slack and the rv lead was pulled tight. The lead was repositioned and appropriate slack was added. The lead remains in use. No further patient complications have been reported as a result of this event.